Manufacturer narrative:
This is an addendum to the initial MDR to document information provided by the patient's surgeon including the explant of the bard composix kugel hernia patch. It was initially reported through diagnostic testing the patient¿s surgeon was unable to determine the source of the pain and discomfort and that there was no indication of a malfunction with the device. Upon explant of the patch it was reported by the surgeon that the mesh was in place as it was intended with no visual abnormality and the ring appeared to be fully intact. Based on this additional information the initial determination remains the same, this complaint is inconclusive. We are unable to determine to what extent, if any the bard device may have caused or contributed to the reported pain experienced by the patient.

Event description:
It is reported that in 2007 the patient was implanted with a bard composix kugel hernia patch during a hernia repair procedure. Shortly following implant the patient underwent a gastric bypass. The surgeon reports that he does not believe the patch was manipulated during this procedure. As reported approximately 3-4 years later the patient developed pain in the area of the repair site. The patient underwent imaging and there were no findings of recurrence, ring break or inflammatory changes. The surgeon reports that he expects to explant the mesh as all other treatment options have been exhausted. The date of the explant procedure could not be provided at this time. The surgeon states that he will contact davol when the procedure has been completed to report his findings and patient status. Addendum: on (B)(6) 2017 the patient underwent explant of the composix kugel hernia patch. The surgeon reports the mesh was in place as it was intended with no visual abnormality and the ring appeared to be fully intact. This was removed and sent to pathology. The surgeon reports there was no visible re-herniation at this time. A bard ventralight hernia patch was placed and the surgeon indicates the patient tolerated the procedure well. On (B)(6) 2017 two weeks postoperatively the patient is noted to be recovering as expected. The surgeon noted a very slight infection in the incision site that he is not concerned with and is treating. As reported this is not related to the mesh.

Manufacturer narrative:
As reported, through diagnostic testing the patient¿s surgeon has been unable to determine the source of the pain and discomfort. There is no indication at this time that there has been a malfunction of the device. The surgeon has decided to explant the mesh and states that once the procedure has been completed he will report his finding to davol fa. At this time, no conclusions can be made. When / if the mesh is explanted and additional information is provided, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is reported that in (B)(6) 2007 the patient was implanted with a bard composix kugel hernia patch during a hernia repair procedure. Shortly following implant the patient underwent a gastric bypass. The surgeon reports that he does not believe the patch was manipulated during this procedure. As reported approximately 3-4 years later the patient developed pain in the area of the repair site. The patient underwent imaging and there were no findings of recurrence, ring break or inflammatory changes. The surgeon reports that he expects to explant the mesh as all other treatment options have been exhausted. The date of the explant procedure could not be provided at this time. The surgeon states that he will contact davol when the procedure has been completed to report his findings and patient status.